Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose (bg) level was 261 mg/dl. The customer's bg has since returned to 190 mg/dl. The customer declined tandem technical support's offer to troubleshoot as the fill estimate now appeared to be accurate.